Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received paperwork from the patient's son who reported that the patient passed away in (B)(6) 2012 during a procedure to replace the system due to infection. During laser extraction of the leads, a superior vena cava (svc) dissection occurred resulting in a pericardial tamponade. The svc tear was repaired with a suture followed by aggressive resuscitation and CPR efforts, but the patient passed away. The cause of death was attributed to excessive bleeding during the procedure. A boston scientific representative was not present at the procedure and was not aware of the event until recently as this was a competitor case.